Event description:
Incident description: unable to screw in his lead due to widened screw set rear tip of the lead. Lead removed intact. No injury to patient. From the procedural note: "the right ventricular lead was placed in the deep septal position with thresholds, impedances and sensitivities measured, and found to be acceptable. The direct left bundle-branch capture was achieved with a narrowing of the qrs from 147 milliseconds to 94 milliseconds. The lead was sutured down to pre-pectoralis fascia using 0 ethibond sutures. The lead is a medtronic select secure bipolar, model #3830, measuring r waves of 9 millivolts with threshold 0.7 volts at 1 msec and impedance of 1057 ohms. Lead was sutured down to pre-pectoral fascia using 0 ethibond sutures. Right atrial lead was placed in right atrial appendage. Threshold impedance and sensitivities measured and found to be acceptable."